Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) emitted a burning smell. There was no patient involvement; thus, no adverse event was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was not returned to the manufacturer; therefore, an evaluation of the device could not be performed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.